Event description:
According to an email received on (B)(6) 2017: "[manufacturer representative] called today ((B)(6) 2017) at [the user facility]. The surgeon was attempting to implant a synergraft tissue but it kept falling apart." Email received containing information on 11/22/2017: "the tissue was being implanted into the patient and the tissue began to shred from the needle and sutures. The surgeon needed to remove the sutures and tissue and proceed with the surgery. This significantly prolonged and complicated the procedure." "The representative was in attendance. The synergraft patch was defrosted and thawed following the [manufacturer] guidelines. As [the doctor] was implanting the synergraft patch, the patch began to tear and shred at the points of needle puncture. This occurred throughout the patch in multiple locations, thus making the patch unusable. The patch was unable to attach to the graft or the patient because of this. [The doctor] then had to remove the sutures & patch from the patient and proceed with the surgery. This prolonged and complicated the surgery." On 12/01/2017 a phone call to the representative was made. The patient is doing "great." Complications arose because the doctor was trying to extend the patient's ai (aortoiliac artery) and the synergraft tissue was ripping. The doctor was taking big "bites" leaving tissue between each suture and yet it still ripped. The doctor then ended up using the patient's native tissue to proceed with the procedure. Patient remained stable throughout the procedure.

Manufacturer narrative:
A review of the available information was done. The synergraft pulmonary trunk patch (sgp010) was returned with no solution. Sample was moist and still proved to be good condition. An incomplete sample was returned as approximately a quarter of the graft wasn't present. The area closest to that of the area the surgeon tried to implant expressed clean edges without any signs of tears or rips. An integrity test was performed of the tissue revealing no issue. A definitive root cause is unknown. The graft met all specifications prior to release and the sample review could not confirm the reported event. This event does not identify additional hazards or modify the probability and severity of existing hazards. No action necessary.

Event description:
According to an email received on 11/20/2017: "[manufacturer representative] called today (11/20/2017) at [the user facility]. The surgeon was attempting to implant a synergraft tissue but it kept falling apart." Email received containing information on 11/22/ 2017: "the tissue was being implanted into the patient and the tissue began to shred from the needle and sutures. The surgeon needed to remove the sutures and tissue and proceed with the surgery. This significantly prolonged and complicated the procedure." "The representative was in attendance. The synergraft patch was defrosted and thawed following the [manufacturer] guidelines. As [the doctor] was implanting the synergraft patch, the patch began to tear and shred at the points of needle puncture. This occurred throughout the patch in multiple locations, thus making the patch unusable. The patch was unable to attach to the graft or the patient because of this. [The doctor] then had to remove the sutures & patch from the patient and proceed with the surgery. This prolonged and complicated the surgery." On 12/01/2017 a phone call to the representative was made. The patient is doing "great." Complications arose because the doctor was trying to extend the patient's ai (aortoiliac artery) and the synergraft tissue was ripping. The doctor was taking big "bites" leaving tissue between each suture and yet it still ripped. The doctor then ended up using the patient's native tissue to proceed with the procedure. Patient remained stable throughout the procedure.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email received on 11/20/2017: "[manufacturer representative]&nbsp; called today ((B)(6) 2017) at [the user facility]. The surgeon was attempting to implant a synergraft tissue but it kept falling apart." Email received containing information on 11/22/2017: "the tissue was being implanted into the patient and the tissue began to shred from the needle and sutures. The surgeon needed to remove the sutures and tissue and proceed with the surgery. This significantly prolonged and complicated the procedure." "The representative was in attendance. The synergraft patch was defrosted and thawed following the [manufacturer] guidelines. As [the doctor] was implanting the synergraft patch, the patch began to tear and shred at the points of needle puncture. This occurred throughout the patch in multiple locations, thus making the patch unusable. The patch was unable to attach to the graft or the patient because of this. [The doctor] then had to remove the sutures & patch from the patient and proceed with the surgery. This prolonged and complicated the surgery." On (B)(6) 2017 a phone call to the representative was made. The patient is doing "great." Complications arose because the doctor was trying to extend the patient's ai (aortoiliac artery) and the synergraft tissue was ripping. The doctor was taking big "bites" leaving tissue between each suture and yet it still ripped. The doctor then ended up using the patient's native tissue to proceed with the procedure. Patient remained stable throughout the procedure.